Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found foreign material in the nozzle, and the connecting tube had foreign objects. Based on the results of the investigation, it is likely that the foreign material may have been unremoved as the device was not reprocessed properly due to the leak caused by wear of plastic distal end cover and due to wear the water tightness was lost on the scope connector cover packing. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the suggested events are detectable and preventable by handling device in accordance with the following IFU. ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle was clogged with foreign material, and the connecting tube had foreign objects. There were no reports of patient involvement.